Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced an event of hyperglycemia on 23-feb-2026. Blood glucose level at the time of event was high and was treated with insulin pump. No further information available.